Manufacturer narrative:
Revision to fields f10 and h6 impact codes. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported from the health care professional (hcp) that this right atrial (ra) lead was suspected of dislodgement. Technical services (ts) suggested to have a field representative properly assess the ra lead since ra pacing threshold could not be evaluated with remote interrogation. This atrial lead was programmed off. Furthermore, the patient was having premature atrial contractions that were not being sensed. To date, this lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported from the health care professional (hcp) that this right atrial (ra) lead was suspected of dislodgement. Technical services (ts) suggested to have a field representative properly assess the ra lead since ra pacing threshold could not be evaluated with remote interrogation. This atrial lead was programmed off. Furthermore, the patient was having premature atrial contractions that were not being sensed. To date, this lead remains implanted. No adverse patient effects were reported.